Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 30 mm in diameter abdominal aortic aneurysm. It was reported that a recent CT revealed that the aneurx stent graft was floating in the right common iliac artery resulting in a distal type I endoleak. The diameter of the stent graft limb measured 16 mm x 24 mm in diameter and the common iliac artery measured 30mm in diameter. The angiogram revealed that another manufacturer's stent had pulled away from the flared aneurx stent graft limb. The physician attempted to coil embolize the right hypogastric artery. However, another manufacturer's migrated stent blocked the catheter cannulation. The physician then attempted to advance an endurant ii limb. However, the device could not be advanced through the other manufacturer's stent. The procedure was aborted and the event was not resolved. Per the physician, the cause of the event was due to common iliac artery dilatation. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: the cause of the distal type I endoleak could not be determined from the single non-contrast film provided. The anatomy at implant is unknown, earlier post-implant films were not available for comparison, and additional recent films were not available. It is likely that disease progression (vessel dilatation) caused the distal type I endoleak. The other manufacturer¿s migrated stent also likely contributed to the aborted intervention attempt.

Event description:
Additional information reported that the physician implanted a 28mm endurant aui, which successfully excluded the dilated common iliac artery and resolved the endoleak with no complications. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.